Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states broken beyond repair, dealer states walker now has wheels.